Manufacturer narrative:
(B)(4):although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used in the patient's duodenum during an esophagogastroduodenoscopy (egd) procedure.according to the complainant, during the procedure the tip of the injection gold probe and the needle detached. Reportedly, the detached pieces were retrieved using a twister net. The procedure was completed with another injection gold probe device.at the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
Visual analysis of the returned device found no anomalies. The ceramic tip was not detached from the catheter and when the needle was actuated, the needle could be extended out of the ceramic tip hole without any issue. The complaint was not confirmed; the ceramic tip and the needle were not detached. The returned device showed neither evidence of the alleged issue nor any defect which could have contributed to the event the device history record was reviewed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified lot. A labeling review was performed and no anomalies were found. From the information available, it appears the device was used according to the dfu/product label.

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used in the patient's duodenum during an esophagogastroduodenoscopy (egd) procedure. According to the complainant, during the procedure the tip of the injection gold probe and the needle detached. Reportedly, the detached pieces were retrieved using a twister net. The procedure was completed with another injection gold probe device. At the conclusion of the procedure, the patient's condition was reported to be fine.